Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the right ventricular lead integrity alert. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Rv lead integrity warning occurred on (B)(4) 2015 for sensing integrity counter greater than 30 in 3 days and 2 or more high rate nst episodes. Beginning (B)(4) 2015, v sensing integrity counts up to 47; vt-ns episodes with evidence of lead noise oversensing. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for oversensing non-physiologic and non-sustained tachy episodes. The sensing polarity was reprogrammed to rv tip to coil. The lead remains in use. No patient complications have been reported as a result of this event.